Manufacturer narrative:
Article citation: kong, george yx et al. "Early outcomes of subtenon semi-open ab interno technique of xen stent insertion compared to standard technique" wiley - clinical & experimental ophthalmology, pages 115-116. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of exposure and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. [(B)(4)].

Event description:
The article "early outcomes of subtenon semi-open ab interno technique of xen stent insertion compared to standard technique" noted patients with an implanted xen 45 gel stent experienced the serious adverse events of 2 eyes in the standard technique experienced erosion and bleb revision was required in 5 cases from the standard group.